Manufacturer narrative:
The systems collimator was repaired. A test image was taken. The collimator operates as intended.

Event description:
The customer reported a problem with the collimator/image. There was a black swoop through the circle of the picture.